Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument had a broken black conductor wire. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the reported issue of a broken conductor wire was not confirmed. The fenestrated bipolar forceps instrument was analyzed and the instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There was no obvious damage the conductor wire(s). Additional observation related to the complaint: the instrument was found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The probable root cause for the findings of failed electrical continuity test could not be established based on failure analysis.